Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient with a neurostimulator for non-malignant and chronic low back pain. It was reported that there was a loss of stimulation on the day of the report. The patient checked the device with the patient programmer, and the "charge ins" screen appeared. The device was not connecting and the patient was in pain. There was an "I" with a circle around it and a "?" By it on the corner of the screen. The consumer stated they were not given any information about recharging, or when to recharge for the first time, since implant. Additional information from the consumer reported that the patient received the assistance they needed in adjusting the stimulation. The patient was doing very well and had not needed pain pills for two days. The patient had an appointment the next week where they will learn recharging and more information on making adjustments. The patient was feeling it stronger when they called, and the caller did not know why. A supplemental report will be sent should additional information be received.